Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation: we have received 2 pictures for investigation. On visual inspection of the 2 pictures received, a brown particle on the stopper (inside the syringe) can be observed . It cannot be appreciated if it is an insect. A DHR of lot 1605262p has been reviewed not finding any annotation or deviation regarding the alleged defect. We cannot determine the origin of this defect. Manufacturing area for 20ll syringes is a standard clean area iso9 which is under a positive pressure to push dust and particles out of the manufacturing area. On checking the reports from may 2016 to june 2016 from the external company, maintenance plan was performed correctly. During manufacturing process, final products are sampled and subjected to visual inspections. Although the customer¿s reported defect was confirmed, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that an insect was found inside a bd plastipak¿ 20 ml syringe before use on the patient. There was no report of injury or medical interventions.

Manufacturer narrative:
Updated investigation: defect: foreign matter - dirt. It has been received 4 pictures for investigation. On visual inspection of the 4 pictures received, it can be observed a brown particle on the stopper (inside the syringe). This particle is made of remaining silicone and dirt from assembly process. DHR of lot 1605262p has been reviewed not finding any annotation or deviation regarding the alleged defect. In assembly station the lubricant from stoppers and dirt from the process has remained accumulated resulting attached to the stopper. Lubricant employed in this product is a medical grade silicone authorized to this kind of products according to iso-7886-1. Manufacturing clean area and equipment are regularly cleaned during each shift, maintenance tasks or during any long stop of the line according to procedure (jg-039). During manufacturing process products are sampled and subjected to visual inspections according to procedure (jg-300). (B)(4). The incident has been reported to the area manager.